Manufacturer narrative:
E1: phone = (B)(6), postal = (B)(6). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use upon removing the wire from the holder after flushing the device, the mandril protruded from an amplatz whisker extra-stiff support wire guide. Per the reporter, a thin metal wire protruded from the tip of the guidewire. Another wire was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.